Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving motor error alarms and no delivery alarms which caused hospitalization on (B)(6) 2017. Customer's blood glucose was 398 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer had symptom of high blood glucose; customer had vomiting, felt very weak, had dry mouth and cold sweat. Customer was treated with insulin drip, fluids and sugar water. Customer was disconnected from insulin pump for less than 48 hours prior to hospitalization due to alarms. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.